Event description:
As reported: deep venous arterialization (dva) procedure of right foot via right femoral artery and pedal access, successful dva performed. Arterial flow in pedal vein confirmed by physician. It was decided by physician to embolize a branch coming off main vessel near the ankle of the target foot. Catheter, 135cm 0.018, advanced to target area. Detachable coil advanced and successfully deployed at target, which had newly acquired arterial flow. Hydropack advanced to target area. Detacher connected to hydropack, no green light observed on detachment device. Detachment device was disconnected and reattached 3 additional times with the same result. Physician decided to remove the hydropack. Physician discovered the hydropack was detached from the delivery system when removal of the hydropack was attempted. Hydropack was deployed near target area. Hydropack in question was observed moving into non-target vessel by the physician. Physician decided to secure the hydropack against the vessel wall using a competitor's covered stent of unknown size. Post procedure images obtain by the physician. Patient stable post procedure as per physician.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.